Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported the patient received the following results within 15 minutes: 77 mg/dl, 360 mg/dl and 416 as well as 360 mg/dl, 416 and 36 mg/dl. At this time the customer felt unwell and had hypoglycemia symptoms. His wife helped him and gave him the medicine. The name of the medicine was not provided.